Event description:
The customer contacted beckman coulter inc (bec) to report a leak under the blood sampling valve (bsv) of the lh750 instrument. The customer was unable to locate the source of the leak. The customer wore personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No report of exposure (sprayed or splashed) to mucous membranes or open wounds was reported. No death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to sample results as a result of this event. On the day of the event, a bec field service engineer (fse) found split tubing at the diff sample line. Fse replaced the tubing and cleaned the shear valves. There was no evidence of further leaking. Root cause for the leak is split tubing at the diff sample line.

Manufacturer narrative:
(B)(4).